Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that multiple programmers were unable to establish telemetry with this device. The device also failed to react to a magnet as there were no beeping tones elicited upon placement of the magnet on the device. The physician believed the device's battery had prematurely depleted and is dead which is why no telemetry could be established. Surgical intervention was performed and the device was explanted. Burn marks were noted on one spot of the device, likely due to an open circuit. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection revealed an arc mark on the base case located near the edge of the can opposite of the antenna housing. The device case was removed and the device current was high and the cell was depleted. There was extensive overstress damage on the flex near the output capacitor connections. The plasma fuse was also observed to be blown. This is consistent with damage incurred when the device output is shorted during high voltage shock delivery. This caused a high current which depleted the battery and resulted in the no telemetry condition. Overall, analysis was able to confirm the allegations made against the device in the field.